Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module (B)(6) was beeping.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of audible alarm issue could not be confirmed with the returned power module (serial # (B)(6). The power module booted up and finished the sequence without any alarm. The unit operated together with the returned 14v power module patient cable (lot # m284570122) on a mock loop and an audible alarm issue could not be reproduced. A root cause of the reported audible alarm issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU), rev c, is currently available. Under section 3, ¿powering the system¿, outlines how to use the power module. Also, under this section, indicator symbols on the front panel of the power module illuminate to indicate the charge status of the power module backup battery. Table 3.1 describes the indicator symbols. Under section d, ¿yearly safety checklist¿, schedule a power module inspection and cleaning with thoratec-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. No further information was provided. The manufacturer is closing the file on this event.